Event description:
Additional information received reported that the patient received assistance two weeks from report date and their concerns were "somewhat" resolved. However, a "few days" prior to report, the patient was still having concerns with their device or therapy, but was receiving assitance.

Event description:
The patient reported loss of therapeutic effect with a sudden onset. The patient mentioned stimulation sensation used to be more toward the front of the body after surgery, but now it was at the bottom of the back bone and was hurting. The patient indicated that she lost urinary control suddenly the past 2 weeks. The patient was in program at 3.30, she decided she wanted assistance to change to program 2, she felt stimulation at 2.80, the patient was to monitor and adjust further. It was indicated that the patient to see health care provider (hcp), if the patient still does not have relief after further adjustment. There was no known accident or incident related to this complaint. It was also mentioned patient was not able to adjust stimulation. The patient was placing the programmer over the lead site rather than the neurostimulator site. The patient was able to connect and adjust after she had the programmer over the neurostimulator. There is no known accident or incident related to this complaint. The patient status was reported as unknown. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant product: product ID 3889-28, lot # va0gcsw, implanted: (B)(6), 2014, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).